Manufacturer narrative:
(B) (4): imaging films were not provided. The product has not been returned for evaluation.

Event description:
It was reported that the patient underwent revision surgery for the rod (refer to manufacturer report 1030489200901126). The patient now has a broken screw. Reportedly fusion has not occurred. The rod appears to be fine. Revision surgery for the broken screw is planned.